Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the distributor that the patient experienced multiple "controller fault" alarms. Log files sent and the controller was replaced upon recommendation by engineering. No further information was provided.

Manufacturer narrative:
It was reported that the patient experienced multiple "controller fault" alarms. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed a controller fault alarm logged on (B)(6) 2016 at 01:02:20. The controller fault alarm was of type sys_uic_aps_fail, indicative of a leaky diode on the active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. The alarm does not affect the electrical connection between the controller and power sources. The most likely root cause of the reported event can be attributed to a leaky diode in the aps circuit. Heartware has opened an internal investigation to address leaky diodes in the aps circuit. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The controller, (B)(4), was not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a controller fault alarm logged on (B)(6) 2016 at 01:02:20. The controller fault alarm was of type sys_uic_aps_fail, indicative of a leaky diode on the active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. The alarm does not affect the electrical connection between the controller and power sources. The manufacturer has opened an investigation to evaluate the leaky diodes in the aps circuit. Though the controller was not returned for analysis; based on log file analysis, the most likely root cause of the reported event can be attributed to a leaky diode in the aps circuit. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.